Manufacturer narrative:
Concomitant medical products: 250ml braun bag, lot: j9h253n, exp: 12/21, heparin sodium in 5% dextrose injection. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race: caucasian.

Event description:
It was reported that while the rn was doing an assessment on the patient, the pump alarmed "communication error" and powered off. Heparin sodium 25,000 units/250ml drip was infusing at the time of the event and the clinician was unable to restart the pump. The event occurred in cardiac intensive care unit. There was no consequence or impact to the patient. During a non-bd investigation, the device log was reviewed and found an error message "air-in-line sensor test failure."

Event description:
It was reported that while the rn was doing an assessment on the patient, the pump alarmed "communication error" and powered off. Heparin sodium 25,000 units/250ml drip was infusing at the time of the event and the clinician was unable to restart the pump. The event occurred in cardiac intensive care unit. There was no consequence or impact to the patient. During a non-bd investigation, the device log was reviewed and found an error message "air-in-line sensor test failure".

Manufacturer narrative:
Additional information: d11. The reported communication error was confirmed and was found to actually be a channel error, code 243.4070, as recorded in the device logs. The channel malfunction was replicated during testing. The log confirmed a channel malfunction which occurred on (B)(6) 2020 at 8:53 pm. Functional testing performed on the returned pump module reproduced the reported channel malfunction, error code 243.4070 (sensor test failure). Additional testing performed confirmed a faulty transistor (q11). The transistor was replaced, and the pump infusion tested. During testing, there were no irregularities observed. The root cause of the reported communication error was found to actually be a channel error, code 243.4070, which was the result of a faulty transistor (q11).